Event description:
Reportedly, during a follow-up, the elective replacement indicator (eri) was reached (with a battery impedance of 15 kohms) while the battery impedance was at 6.9 kohms three months before. The pacemaker involved in this MDR report was replaced and returned for analysis. The physician requested an explanation why the eri was reached so quickly.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. Analysis is pending.